Manufacturer narrative:
A review of the lot device history records show that all requirements were met. The patient states that the doctor does not believe the contact lens is the cause of this event. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Retail store reported patient developed a corneal ulcer in her right eye. Patient is a general medical practitioner at a health care clinic. She was seen by a doctor who stated she had marginal keratitis and an ulcer located in the peripheral of the cornea and corneal infection. No cultures were done. She was treated with antibiotics and steroid eye drops. The patient recovered and there was no decrease in visual acuity. She is a cancer patient and doesn't know if it is her low immune system or the lens which led to this event. Patient and doctor believe this event may be due to her having difficulty in removing the lens, resulting in more finger contact with the eye leading to infection.